Event description:
It was reported that intermittent oversensing had been observed on the right ventricular lead which resulted in pacing inhibition. Asystolic periods were observed during monitoring but not seen via stored electrocardiograms. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).